Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal distension ("strointestinal or digestive system condition type: bloating"), endometriosis ("other injury(ies) or complication please describe: endometriosis"), abdominal pain lower ("lower abdominal pain"), arthralgia ("joint pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, arthralgia and back pain was resolving and the mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, abdominal distension and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received : reporter added, patient demographic added, essure removal date added, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), mood swings, metallic taste in mouth, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),weight gain, bloating, endometriosis, device monitoring procedure not performed, abdominal pain lower, back pain, joint pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cyst of kidney, lung disease, asthma, c-section, spinal operation, depression, cough, dyspnoea, constipation, chronic cervicitis and endometriosis. Concurrent conditions included abdominal pain, nausea, vomiting, diarrhea, fever, chills, swelling nos, chest pain, dizziness, chest pressure and vaginal pain. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines/ migraine/headaches"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal distension ("strointestinal or digestive system condition type: bloating"), endometriosis ("other injury(ies) or complication please describe: endometriosis"), abdominal pain lower ("lower abdominal pain"), arthralgia ("joint pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain lower, arthralgia and back pain had resolved and the mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, abdominal distension and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr: (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: no obvious evidence of the intraperitoneal spillage.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea (cramping), dyspareunia, abdominal pain lower, vaginal hemorrhage, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs & mr received- the outcome of event pelvic pain, lower abdomen pain, back pain, joint pain was updated from recovering to recovered. Medical history and lab data were added. Patient's race was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.